Manufacturer narrative:
(B)(4). A photograph of the device was received for evaluation. Visual inspection revealed that the stopcock was disconnected from the female luer lock adapter. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set (tubing) portion of the clearlink device disconnected from the stopcock portion of the product. This occurred during infusion of an unknown anesthetic and resulted in fluid leaking on the floor. Per the customer, as a result of the separation during infusion, the patient was delayed medication. However, the set was replaced and patient received medication without any further medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic sample was provided for evaluation against the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable root cause of the reported condition is determined to be fatigue of the operators during the assembly process. The corrective action involved implementing a rotation of operators assembling the sets, with a minimum frequency of every four hours or less. Should additional relevant information become available, a supplemental report will be submitted.